Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system: within 10 minutes: 355 mg/dl and 53 mg/dl and within 10 minutes: 333 mg/dl and 106 mg/dl no adverse event reported. Return of suspect device was requested and replacement was sent.